Manufacturer narrative:
Pump was received with this alarm is generated when a power failure is detected. Alarm during rewinding due to jammed motor gearbox. Unable to verify no delivery/occlusion alarm due to this alarm is generated when a power failure is detected. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had insulin flow blocked during priming. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.